Event description:
The customer reported false negative reactions of a patient sample when testing with biotestcell-i11 plus on tango optimo. The patient sample yielded a positive antibody screening test, but only negative reactions with the identification panel cells in manual testing and on a second tango optimo instrument. In a second testing on the first tango optimo, an anti-fy(a) could be identified with the panel cells. Despite several inquiries, no system specific data on the affected tango optimo were provided. We are not in the position to provide an assessment about a potential effect of the instrument's performance on the reported problem. The patient sample that had caused false negatives was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained biotestcell i11 plus sample. All fy(a) positive panel cells of biotestcell-i11 plus reacted correctly and strongly positively. Testing was also performed in the tube with the enhancement medium polyethylenglycol (peg) and in the indirect anti-human globulin test (iat) : the anti-fy(a) could be identified clearly in both manual methods, too. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions of a patient sample when testing with biotestcell-i11 plus on tango optimo. The patient sample that had caused false negative test results was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the retained sample and the patient sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are also still waiting for the field service report on the affected tango optimo.